Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the first week of (B)(6) 2012. As part of the patient's diabetes regimen, the patient stated she is on insulin (self-adjuster). Due to the alleged issue, the patient claimed she responded to eating less food/drink. Two days after the alleged issue began, the patient reported having symptoms of dry mouth. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. The cca informed the patient the meter required a new battery. The battery was replaced and the alleged issue was resolved. Replacement products were not sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.